Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The useful life of the reported meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life as of the case awareness date 11nov2021. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.